Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias5-100lp, airseal 5/100mm port, was being used on (B)(6) 2021 during an unknown procedure and ¿noticed small burn marks around trocar site¿. It is noted, there was no report of impact or injury to the patient. After further assessment it was found ¿the marks around the trocar site was around the 5mm trocars, slight burn at the edges. Surgeon at the end of the case removed the small area via cautery, which prolonged the patient¿s surgical time by a few minutes. Surgery completed, and patient sent to pacu, no extended stay was required¿. This report is being raised on the basis of injury due to unknown degree of burn and modified surgery.

Event description:
The sales representative reported on behalf of the customer that the device, ias5-100lp, airseal 5/100mm port, was being used on (B)(6) 2021 during an unknown procedure and ¿noticed small burn marks around trocar site¿. It is noted, there was no report of impact or injury to the patient. After further assessment it was found ¿the marks around the trocar site was around the 5mm trocars, slight burn at the edges. Surgeon at the end of the case removed the small area via cautery, which prolonged the patient¿s surgical time by a few minutes. Surgery completed, and patient sent to pacu, no extended stay was required¿. This report is being raised on the basis of injury due to unknown degree of burn and modified surgery.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience, and training in laparoscopic techniques should use the components of the airseal system. A thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Ensure that electrical insulation or grounding is not compromised. This issue will continue to be monitored through the complaint system to assure patient safety. This issue will continue to be monitored through the complaint system to assure patient safety.